Event description:
The customer reported that the surgeon was sealing with the ls1000 and dividing with scissors across the cervix during a laparoscopic hysterectomy. At some point during the surgery, the device stopped sealing tissue. The generator would indicate a successful seal, but the tissue was not sealed and continued to bleed. The bleeding was minor. The uterus of the pt was described to be approx 1.5 kilograms. The device was used for 2.5 hours. The surgery was completed with another ligation instrument. The pt was not injured and there was no tissue damage during the procedure.

Manufacturer narrative:
Date of initial report: 07/29/2009. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.